Manufacturer narrative:
On april 13, 2023, mentor became aware that information was incorrectly submitted in the initial report. In the previous report, material rupture should have been omitted and adverse event should have been added to the report. No information was received that indicated that the patient experienced a deflation. Although the mentor failure analysis lab identified a tear in the returned product, the initial report was submitted prior to the completion of the product investigation. Per mentor's procedures, a completed product investigation should only dictate the coding of h6. Type of investigation, component code, investigation findings, and investigation conclusions. Mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was observed within the crease/fold, measuring approximately 0.1 cm. Manufacturer's reference number: (B)(4). In the initial report, h6. Should have been populated with a24: adverse event without identified device or use problem.

Event description:
The mentor analysis lab received a 325cc mentor smooth round moderate profile saline breast implant on march 13, 2023. The return of a device in this manner is characteristic of a removal and replacement surgery, which is being reported conservatively. Implantation and explantation information were not provided and is unavailable. Furthermore, the device could not be associated with any existing complaints within mentor at this time. Should additional information become available, mentor will submit the information accordingly.

Manufacturer narrative:
The mentor failure analysis lab hads received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc-001326716